Manufacturer narrative:
At the time of this report, the device affected has not been received for investigation. Although 5 x-ray pictures were received, the surgical report was not provided. The lot numbers were received for the device, and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, an updated report will be submitted once the device is received and investigated and the result has been made available. (B)(4).

Event description:
It was reported that the pt received an ncb plate for femur with 9 holes on the left side, on (B)(6), 2013. According to the report provided, the pt suffered left knee periprosthetic fractures caused by a fall and the surgeon used zimmer polyaxial locking plate system for fixation. The post operation x-ray showed anatomic reduction of fracture and the internal fixation was stable. The pts walked voluntarily without advising physicians after 2 months. On (B)(6), 2014, it was reported that there was a breakage of the plate. The analysis of the breakage as per attending physician thought to be early weight bearing leading to fatigue breakage of the plate. Hence on (B)(6), 2014, the pt underwent revision surgery to remove the plate, bone graft, reduction and implantation of retrograde femoral im fixation.